Event description:
During a ptca/stenting procedure, the balloon ruptured at 12 atms. The number of inflations is unknown. The lesion being treated was a 95% stenotic lesion in the lad coronary artery. The quantum maverick monorail 12/3.25 mm balloon was being used to post dilate a cypher stent. A zeon introducer sheath, a route guide wire, and a camino guide catheter were also used in this case. No patient complications were reported. Patient status listed as "good".